Event description:
A pt was put on the console and it was operating in "emergency system operation." The pt was put on a back-up console without incident. Field svc evaluated the console and found no problems. It appears to have been user error.